Event description:
Unanticipated autopsy findings included multiple foreign body (up to 250 microns) granuloma throughout the brain. Foreign bodies also seen in myocardium, spleen and parathyroid gland. There was no evidence of adverse effect on the patient. (The patient's death was attributed to pulmonary vein stenosis, and this device finding was deemed not contributory to the patient's death.)this product has been utilized off label (since december 2003)for recurrent pulmonary vein stenosis in pediatric patients. Technical difficulty of this case required the long sheath be placed very close to the lesion for catheter delivery. In all cases, the cutter is opened in close proximity to the edge of the long sheath. Review of angiograms revealed the cutter was "on" when inside the long sheath in this case.discovered during autopsy process in april 2005. There has been telephone communication with the company and a letter was subsequently sent to company in june 2005.